Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a fault code av12, capacitor charge error. A guidant technical services consultant recommended device replacement.